Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received a vibratory patient notification alert and received multiple inappropriate shock. Patient attempted to perform a remote transmission via merlin.net transmission however the transmission was unsuccessful due to possible device reset issue. Patient came into the clinic and upon device interrogation, device back up vvi mode was observed and storage of the device data was unsuccessful. A new firmware device download was performed which successfully restored the device. Patient was stable.